Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported impact on the customer¿s blood glucose level. Technical support assisted the customer in loading a new cartridge using the proper technique, after which insulin therapy was successfully resumed.